Event description:
Female who experienced post intubation tracheal stenosis after a short -3 day- intubation after a suicide attempt. As the patient was symptomatic, a metallic stent was placed into the trachea as primary therapy -1 year ago-. Simple surgical curative resection was apparently not considered, nor was a silicone stent placed first. The patient developed predictably severe stent related problems with the inability to walk a flight of stairs - requiring multiple procedures for stent related life threatening airway narrowing with dilations to keep the airways open. She was referred here for stent removal. The stent removal was performed, but also resulted in significant airway injury, as the stent was fully embedded into the mucosa. The airway injury in itself was also life threatening requiring intubation and ICU care. The patient has now recovered from it and is fitted with a t-tube. It is unclear yet, if this will need to be for life, or if it can eventually be removed.